Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticking, and insulin pump had to prime more than once also pump shuts off without enough warning. Customer reported that the insulin pump rejects new batteries, and sometimes rubber plastic lining on top of screen fell off. No harm requiring medical intervention was reported. The device will not be returned for analysis.